Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected and noted no problems with the device. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the display issue reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 6 minutes with no problems found. Additionally, no issues with the display or image quality of the display were found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/12/2024, it was reported by a sales representative via sems-(B)(4) that an ar-6480 dualwave pump was producing poor image quality. This occurred during a case with no harm to the patient.